Event description:
It was reported prior to using bd vacutainer® urinalysis conical urine tube, an unspecified number of tubes had an incorrect label. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 5 photos for investigation from catalog 364980, lot number 5197518 and lot number 5197519. Upon evaluation, the photos show the customer¿s indicated failure modes, including tray damage, label damage, and foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5197518, for the indicated failure modes: damaged and tray pack residue. This complaint has been confirmed for the lot 5197519, for the indicated failure modes: damaged and incorrect/missing label information. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® urinalysis conical urine tube, an unspecified number of tubes had an incorrect label. There was no health impact or consequences reported.